Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical supported educated the customer on the importance of removing air from the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.